Manufacturer narrative:
During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. External and internal visual inspections of unit revealed exposed wiring of right angle extension cable. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. Complaint of power connector plug has frayed/exposed wires is confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6). 2023. The investigation codes along with investigation results will be provided in a subsequent submission.